Manufacturer narrative:
After battery installation, device received with a blank display due to moisture damage electronic assembly. Unable to perform the displacement, sleep current measurement, active current measurement, and self tests or verify button keypad anomaly due to the blank display. No moisture or damage keypad traces during visual inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the customer was reporting keypad anomaly. The customer took a bath and dropped the insulin pump. Customer stated that numbers was not ramping on their own. Customer stated the scroll bar was not moving with no input. Customer stated that there was no response from any button. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.